Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The subject device has been returned to olympus for evaluation and the investigation is in process.

Event description:
The customer reported ¿biopsy channel and aspiration channel microbiologically unclean¿. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Multiple attempts were made to obtain the user culture results and cleaning disinfection and sterilization (cds) practices however they were unsuccessful. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where due to wear of flexibility adjustment ring the flexibility adjustment function does not work, due to damage on the charged coupled device unit the image has white dots, the bending section cover has a dent, the light guide lens has a crack, the adhesive on bending section rubber has scratch, the connecting tube has a scratch, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to a dent on bending tube the bending angle in up direction exceeds the standard value, and the universal cord has buckling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be confirmed, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no germs were found. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.